Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) and consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a near fall about a month ago and since then the stimulator seemed as though it was not as effective. The patient felt a ¿pull¿ and then pain in their back. The patient met the manufacturer representative and had an x-ray that showed the 8-15 lead pulled all the way down to t12-l1 but the 0-7 lead had not moved and was still at t9. The patient was reprogrammed to give good stimulation. Hd settings were set on group b that covered the t-10 disc space. The patient would be seeing the health care provider (hcp) for a possible surgical consult. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018 reporting that the patient tried to set remaining lead to help more but the reprogramming did not resolve the issue. No further complications were reported.